Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak at the scope cover, the distal end failed insulation inspection. Additionally, a whitish foreign material was found inside the air/water cylinder, air/water tube, and the jet tube had foreign objects due to insufficient cleaning. The light guide lens was cracked, and the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that water also comes out of the air valve on the evis exera iii gastrointestinal videoscope. The issue was found during preparation before use inspection in an unspecified procedure. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water cylinder, air/water tube, and the jet tub had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, olympus confirmed leak at the control unit, olympus could not confirm leak at the air valve and with the foreign material remained in/at the subject device: the device may not have been reprocessed correctly due to a leak in the control unit. As a result, the foreign material could not be removed. Olympus will continue to monitor field performance for this device.